Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue occurred on (B)(6) 2013 at an unspecified time. She reported testing on the subject device and observing a reading of ¿40mg/dl¿ which she felt was low. She tested on another ultralink meter within 30 minutes and observed a reading of ¿158mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with oral medication (unknown type/dose) and reported that she increased her food/drink intake on that same day in response to the alleged issue. The patient claimed that approximately 2 weeks after the alleged issue occurred, she developed symptoms of feeling ¿weak¿. Despite her symptoms, no treatment was administered. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. The customer¿s testing technique was correct. It is not known if a control solution test was performed. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.